Event description:
The customer reported to the philips response center (rc) that the device fails to charge for the energy delivery test within the user initiated operational check (opcheck). The device then displays the shock equip malfunction inop and several other errors related to the opcheck failure to complete successfully. There was no patient involvement.